Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced occlusion at infusion set site. Moreover, the site was patient's thigh. No further information available.